Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported problem regarding "error code 46507" was not duplicated. The error was recorded in the pump's memory. It was cleared and did not reappear. Service will replace the printed wire assembly as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a smiths medical pump had an error 46507 alarm. No patient involvement.